Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2009 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy on or around (B)(6) 2012. Quality-safety evaluation of ptc received on 14-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was hard to place". The patient's past medical history included tubal ligation. Previously administered products included for birth control: deposhot in 2009, orthotricyclin from 2004 to 2006 and pills from 2003 to 2004. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced rash generalised ("rash all over body"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and allergy to metals ("allergic reaction associated with a nickel allergy"). On (B)(6) 2012, the patient experienced ovarian germ cell teratoma benign ("tumor / teratoma / cancer type:left ovarian dermoid"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications from your essure removal procedure, they had to do a larger incision than planned"). The patient was treated with surgery (she underwent a pelvic surgery and hysterectomy, salpingectomy, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, allergy to metals, urinary tract infection, rash generalised, dysmenorrhoea and ovarian germ cell teratoma benign had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, dysmenorrhoea, genital haemorrhage, ovarian germ cell teratoma benign, pelvic pain, rash generalised and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and allergy to metals ("allergic reaction aaasciated with a nickel allergy"). The patient was treated with surgery (she underwent a pelvic surgery and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: events hysterectomy and serious injury were replaced with events chronic pelvic pain, heavy and irregular bleeding, severe cramping/ lower quadrant pain, abdominal pain and allergic reaction associated with a nickel allergy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was hard to place". The patient's past medical history included tubal ligation. Previously administered products included for birth control: deposhot in 2009, orthotricyclin from 2004 to 2006 and pills from 2003 to 2004. In august 2009, the patient had essure inserted. In 2010, the patient experienced rash generalised ("rash all over body"). In november 2010, the patient experienced urinary tract infection ("uti"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and allergy to metals ("allergic reaction associated with a nickel allergy"). On 12-oct-2012, the patient experienced ovarian germ cell teratoma benign ("tumor / teratoma / cancer type:left ovarian dermoid"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications from your essure removal procedure, they had to do a larger incision than planned"). The patient was treated with surgery (she underwent a pelvic surgery and hysterectomy, salpingectomy, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, allergy to metals, urinary tract infection, rash generalised, dysmenorrhoea and ovarian germ cell teratoma benign had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, dysmenorrhoea, genital haemorrhage, ovarian germ cell teratoma benign, pelvic pain, rash generalised and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event neoplasm was updated to left ovarian dermoid. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was hard to place". The patient's past medical history included tubal ligation. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and allergy to metals ("allergic reaction associated with a nickel allergy"). On (B)(6) 2012, the patient experienced neoplasm ("tumor / teratoma / cancer type: large dermoid"). On an unknown date, the patient experienced rash generalised ("rash all over body"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications from your essure removal procedure, they had to do a larger incision than planned"). The patient was treated with surgery (she underwent a pelvic surgery and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, allergy to metals, urinary tract infection, rash generalised, dysmenorrhoea and neoplasm had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device removal, dysmenorrhoea, genital haemorrhage, neoplasm, pelvic pain, rash generalised and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, events- uti, rash all over body, dysmenorrhea (cramping), tumor / teratoma / cancer type: large dermoid, essure was hard to place, complications from your essure removal procedure, they had to do a larger incision than planned were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.